Event description:
There are three complaints associated with this evaluation: (B)(4): investigation testing did identify functional problems with the kit. (B)(4): testing performed for complaint investigation confirmed internal control failures reported by the customer for b-45 ssp unitray lot 003 1103808. (B)(4): testing performed for complaint investigation confirmed internal control failures using (B)(4). This was registered as an internal complaint, no customer complaint was filed.